Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastric bypass, during the stomach resection, the air or gas leaked from the trocar and the reload was blocked. It was impossible to fire. Another reload was used to complete the case. There was no patient injury.